Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: 30-jan-2007, UDI#: (B)(4). Product ID: 7495-51, serial/lot #: (B)(4), ubd: 30-jan-2007, UDI#: (B)(4). Product ID: 3389-28, serial/lot #: (B)(4), ubd: 25-oct-2006, UDI#: (B)(4). Product ID: 3389-28, serial/lot #: (B)(4), ubd: 25-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with erosion over the implantable neurostimulator (ins) and brain leads with the presence of infection. The entire deep brain stimulation (dbs) system was explanted. The event was considered resolved, but it was also noted the patient was alive with injury (injury being erosion) at the time of this report. Refer to manufacturer report #3004209178-2020-15612 for details pertaining to the reportable related event.